Event description:
It was reported the reprocessing of the forceps was not properly carried out. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The event can be prevented by following the instructions for use which state: important information ¿ please read before use. Chapter 5 reprocessing: general policy. Chapter 7 reprocessing workflow for the forceps/irrigation plug. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.